Event description:
It was reported that 90 bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese to english. Leakage occurred when connecting the weigao joint with 10ml flush.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 30-nov-2022. Investigation summary: it was reported leakage occurred when connected the flush. To aid in the investigation, twenty-two samples with no packaging flow wrap and one photo were received for evaluation by our quality team. Each sample has the plunger rod and tip cap removed. A visual inspection was performed and no defects or imperfections were observed. Each sample was tested for leakage per it230 and all the samples passed. No leaks were detected. The photo provided shows a syringe with approximately 4ml of solution and the tip cap removed. No other information could be obtained from the photo. A device history record review was completed for provided material number 306595, lot number 2045244. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported that 90 bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter, translated from chinese to english leakage occurred when connecting the weigao joint with 10ml flush.